Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving a patient alarm for a potential lead issue. Upon review of data, it was noted that an episode of svt accelerated into vf, and the device charged but did not deliver therapy. The high voltage therapy was programmed off until system revision can be scheduled. The patient was doing fine.